Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, there was contamination on the connector inside the cable connecting the distribution node (dn) and front therapy electrode (te). The cause of the constant gong alarms is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.